Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation encountered a false downstream occlusion alarm while running a loaded set. During visual inspection evaluation found the force sensor flex traces to be worn. However, a known good force sensor did not alleviate the issue. Further investigation found the downstream tubing guide depth to be out of specification. The tubing guide will be adjusted. The force sensor will be replaced as a preventative measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced a false downstream occlusion alarm while running a loaded set. No additional information is available.